Event description:
On 15-apr-2026, a sales representative reported via (B)(4) that the ar-1204af-75 flipcutter separated into two pieces. This issue was discovered during an acl reconstruction case with no patient harm. Part of the device broke off into the patient; all broken fragments were retrieved from the patient, and the procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.